Manufacturer narrative:
Per the instructions for use (IFU), valve malposition are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the malposition was attributed to operator error deploying the valve too aortic.

Event description:
As reported by the (B)(4) edwards affiliate, during a transeptal valve in mitral ring procedure, the 26mm sapien 3 valve was deployed too atrial in the left atrium. A second valve was prepared and deployed successfully. As the patient was pregnant, cesarean section was first performed and then taken to surgery to remove the embolized valve from the left atrium. The patient and baby left the room in good condition. The malposition was attributed to low position of the valve prior to deployment by the operator.